Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, false pause episodes were observed. The r waves were visible, but was not being sensed. An amplitude measurement test was done to determine if the device was undersensing due to poor contact. The r waves were found to be too small to be sensed. Programming changes could not be further made. Device replacement was discussed. Patient is asymptomatic.